Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
The pt turned the implantable neurostimulator amplitude up and felt a strong surging sensation. He was not able to turn the device down or off with the pt programmer. He found a magnet and turn the neurostimulator off with it. The device was not turned on afterward. The pt was in contact with the hcp and field representative. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.